Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition of "damaged battery". During previous service the battery and harness were replaced.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred . According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.